Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problems ("adjust belt" messages, gel leak) have been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure and reported messages was isolated to a shorted pulse wire in the trunk cable. The root cause for the open wire was excessive force. The root cause for the gel leak was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient had experienced "adjust belt" messages and the electrode belt was leaking gel in the absence of a prior gel release.